Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A nanotite implant (bnst485) was returned for investigation. Visual inspection of the as returned product identified major damage and substantial bone residue within the surrounding external threads. The implant is confirmed to be fractured at the collar. Appropriate documentation was reviewed. DHR review was completed for the implant's subject lot number (2012121568). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2012121568) for similar event and no other complaint was identified. Therefore, upon inspection, device malfunction had occurred and the reported event (implant fracture) was confirmed as the implant was found to be fractured. The reported infection could not be verified as it is a medical condition event. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: expiration date and UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient identifier unknown. Age and date of birth unknown. Weight unknown.

Event description:
It was reported that the implant was removed due to fracture. The patient experienced bleeding and infection.